Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that for the prior 3 days, the stimulation therapy had not been ¿working that great.¿ the reporter noted that the patient had turned it up as high as it goes to ¿3 something¿ and it was not covering his pain. No falls or accidents were reported. It was noted that there was a lump under the skin about where the paddle should be and it was sore. The reporter noted that the ¿wires were moving¿ and the patient had ¿paddles put in.¿ additional information has been requested but was not available as of the date of this report